Event description:
It was reported that at follow up multiple episodes of noise on the right ventricular channel were observed. The pace/sense portion of the lead was capped and the high voltage portion remains in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary # the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There was a patient alert for lead failure predictor on (B)(6) 2013. Ventricular short interval count (vsic) was 464 in 136.3 days between (B)(6) 2012 and (B)(6) 2013. (B)(4).